Event description:
It was reported the patient lead had migrated. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the lead was repositioned.

Event description:
Follow-up information revealed the patient's stimulation changed after picking up her (B)(6) child. The patient has effective therapy following the procedure and the issue is resolved.